Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer experienced an elevated blood glucose (bg) level of 768 mg/dl with high, large ketones. Bg was addressed via manual insulin injection. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.